Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor warm-up display is restarting on it's own, during sensor sessions. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test passed. Voltage testing was performed and the transmitter has voltage. A review of the downloaded transmitter data log confirmed the customer complaint. A root cause could not be determined.